Event description:
It was reported that the patient complained of feeling 'sick to my stomach,' and of throwing up and not being able to move. An ambulance was called, and the patient was admitted ot the hospital. Further investigation revealed that the atrial lead exhibited high thresholds, low impedances, and undersensing, and the right ventricular (rv) lead exhibited high thresholds, low impedances, undersensing, and noise. The device was determined to exhibited early battery depletion. The system was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of feeling 'sick to my stomach,' and of throwing up and not being able to move. An ambulance was called, and the patient was admitted to the hospital. Further investigation revealed that the atrial lead exhibited high thresholds, low impedances, and undersensing, and the right ventricular (rv) lead exhibited high thresholds, low impedances, undersensing, and noise. The device was determined to exhibited early battery depletion. The system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068 implantable pacing lead, (B)(6) 2000. (B)(4).

Manufacturer narrative:
(B)(4): the partial lead was returned in segments and was analyzed. The inner insulation was breached due to mio, and cosmetic mio was also present. The outer insulation was breached/cut and melted, and exhibited cosmetic melting, mio, and esc. The proximal conductor was kinked/buckled, and blood was found on the proximal and distal conductors, as well as the distal end of the electrode.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.